Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the authorized service provider (asp). This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that after using the device, the medical staff found that it could not be turned off. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported that the device was automatically booting up and could not be turned off. The customer also stated that the issue was not resolved after a full system power cycle and informed the authorized service provider (asp) that the device recently had service performed-- following the service, the reported issue began to occur. The asp confirmed that a replacement power management (pm) printed circuit board assembly (pcba) was ordered but not yet received. Investigation is ongoing.

Manufacturer narrative:
E1 (B)(6).